Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient became dizzy and lightheaded and then fell hitting their head on the concrete. It was also reported that the patient was found to have a subdural bleed. Interrogation of the patient's device revealed two episodes of ventricular fibrillation (vf) that were both aborted prior to the device delivering therapy, with one correlating with the syncopal episode. The physician felt that the syncopal episode that led to the patient's subdural hematoma was due to the delay in delivering a shock by the longer initial detection time. The device remains in use. No further patient complications have been reported as a result of this event. The patient is part of the painfree smart shock technology clinical study.